Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the lifevest and on his arms, legs, and torso. The area was described as a rash caused by tide. The patient's wife reported that the patient needed to be on prednisone for 5 days to treat the irritation. The patient indicated that the irritation had improved.